Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of p-waves with smaller amplitude r-waves were observed. Lead was repositioned.